Event description:
Coiling treatment was conducted of an aneurysm. Upon positioning the coil, resistance was encountered. The coil was reported to stretch and was observed to have prematurely detach within the microcatheter. The catheter and coil were removed together successfully. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The delivery pusher was returned for eval with the implant coil detached. The delivery pusher was fractured at the middle segment. Both segments were returned. The eval could not be confirmed as the device was damaged and the coil was not included for eval. (B)(4).